Manufacturer narrative:
Product code: unk (esubmitter software does not allow for a blank or 'unk' entry). This product is not marketed in the us claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's eye. Patient is showing a residual rx of -4d. A lens exchange is planned. Lens remains implanted. Reportedly, "patient suffers from pathologic myopia and the eye has continued to grow, it is now 1 mm longer than it used to be." Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.